Event description:
Customer reports the use by date on test strip vial of the comfort curve system is illegible (report was unclear if label was smeared or torn). No adverse event reported. Requested return of suspect device and replacement was sent.